Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notifications occurred after filling a cartridge with 100 units of insulin. Customer's blood glucose level ranged between 550-600 mg/dl which was addressed by delivering a bolus. Reportedly, the cartridge reloaded to address the issue and insulin delivery was resumed.